Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an air in line errors with multiple pumps at their site over time and wanted to check into it further and experiencing with mixed oxytocin. They were attempting to deliver and had to remove the set from the pump and delivered via gravity. The medication was chilled and stated that it was left to warm, but unknown if it was at room temperature during use. The customer advised that microbubbles could potentially form from not using room temperature fluids and should check rates. The air in line could be triggered if over 500 ml/hour if using a back check valve or over 200 ml/hour using a drip chamber and would check and follow up if further research is needed. The event happened during delivery. There was no known patient injury or medical intervention associated with this event. No additional information is available.